Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated that the histogram data was missing/invalid. Correction: the initial report should not have had life threatening checked.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4296 implantable pacing lead. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded pacing above the upper rate. It was unknown if this was an accurate diagnostic reading or not. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.